Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the rv lead had a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patients lead integrity alert (lia) triggered for a sudden increase in impedance for the superior vena cava (svc) of the right ventricular (rv) lead. There was also noise noted on the electrogram when the patient attempted to duplicate movements of repairing sheet rock. The superior vena cava (svc) portion of the right ventricular (rv) lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.